Event description:
I have the essure tubal ligation and am having serious issues. They consist of very heavy menstrual cycles, some last up to 20 days. Sometimes I have more than one cycle in a month. Severe pelvic pain, cramping, heavy clotting, fatigue, depression and anxiety.